Event description:
It was reported that, a lead safety switch (lss) was triggered two times on the cardiac resynchronization therapy pacemaker (crt-p) due to high pacing impedance out of range on this right ventricular (rv) lead. The technical services (ts) recommended to program to unipolar pacing, bipolar sensing and keep monitoring for changes in unipolar impedance or signs of noise. This rv lead remains in service. No adverse patient effects were reported.